Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that the housing separated. A 26 encore single balloon catheter inflation device was selected to inflate an unspecified balloon catheter. During procedure, it was observed that the housing separated into two pieces. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the needle was stuck at 16atm.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. It was noted during visual inspection that the gauge was damaged, the needle was pointing at 16 atm. This can occur when the gauge receives mechanical shock. It is possible that the housing came apart during the event causing the gauge to become detached and hit a hard surface. The filter located behind the gauge was also noted as missing, suggesting that the unit's components have become separated. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).